Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 39 indicating an insulin shaft encoder failure during an attempted rewind for a supply change, despite multiple device restarts and with no cartridge inserted. Symptoms included no adverse clinical effects, and blood glucose levels were reported as unaffected. Outcomes included continued cgm use while awaiting a replacement device. Investigation included remote troubleshooting and data synchronization through the mobile application. Investigation of this case revealed a suspected malfunction of the insulin pump shaft encoder component consistent with a device hardware failure of the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure not related to user operation.